Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint that "the 2 pins to connect the cable to were broken". The instrument was found to have a bipolar pin bent. Common causes of the failure mode bent instrument bipolar pins are typically attributed to mishandling/misuse, such as an accidental drop or excessive force applied when trying to connect the instrument to an incorrect energy cable, which can cause the pin to bend.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the fenestrated bipolar forceps (part# 420205-16 / lot# n10210628 890) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on 30-sep-2022 during a benign hysterectomy procedure performed by console surgeon via system sh1638. There was 1 use remaining after this last usage. This complaint is being classified as a reportable event due to the following conclusion: it was reported that the instrument's pins were broken. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted benign hysterectomy surgical procedure, the 2 pins of the fenestrated bipolar forceps that connect the cable were broken and the cable always fell out. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with a backup instrument with no reported injury.